Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the failure of the pressure sensor on the main board. While checking the error log, error message e03 had occurred 10 times. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the issue was not reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of customer reported to olympus, the power of the high flow insufflation unit turned off during an unknown therapeutic procedure. The procedure was completed with the same device. The device was not inspected prior to use. There were no reports of patient harm.